Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a malfunction alarm occurred and subsequently caused the time settings to be incorrect. The customer's blood glucose (bg) level was 126-127 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, customer corrected the time, and insulin delivery was able to be resumed.